Event description:
It was reported that unspecified malfunction alarms requiring pump resets occurred. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.